Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: 4542 lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported during a patient clinic visit that there was non-physiologic noise present on the patient's right ventricular (rv) l ead that was not detected by the patient's cardiac resynchronization therapy defibrillator (crt-d). Troubleshooting was performed but the results were initially not conclusive. It was later reported that reprogramming of the patient's crt-d was able to resolve the rv lead oversensing but the rv lead was capped and replaced, and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.